Event description:
The patient alleged that the subject meter was reading inaccurately erratic when performing back to back blood glucose tests. The patient told the customer care advocate that they obtained back to back blood glucose results of 23, 150 and 77 mg/dl with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.